Manufacturer narrative:
Device evaluation: upon receipt at our post market quality assurance laboratory, the ams 700 flat reservoir was visually inspected and functionally tested. The reservoir has wear at fold in reservoir shell; no leaks were found. There was a leak from a large hole in the kink resistant tubing (krt) attributed to sharp instrument damage located below the tubing connector. There was no damage to the window quick connector. It is unknown when the fluid leak occurred. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis was unable to confirm the reported allegation related to a hole/crack, and fluid leak in the reservoir connecting tube as the only damage identified was sharp instrument damage, and it was unknown when the fluid leak occurred.

Event description:
It was reported that due to a fluid leak in the reservoir connecting tube the patient had his inflatable penile prosthesis (ipp) pump and reservoir were explanted. It was explained that the patient visited the hospital two weeks before this surgery because his device was not working properly, and after inspection the physician found a crack that caused the saline leakage in the reservoir connecting tube. The physician noted that the crack occurred after the device was in use. The patient had improved after this surgery and is stable.

Event description:
It was reported that due to a fluid leak in the reservoir connecting tube the patient had his inflatable penile prosthesis (ipp) pump and reservoir were explanted. It was explained that the patient visited the hospital two weeks before this surgery because his device was not working properly, and after inspection the physician found a crack that caused the saline leakage in the reservoir connecting tube. The physician noted that the crack occurred after the device was in use. The patient had improved after this surgery and is stable.